Manufacturer narrative:
Investigation summary: bd received a photograph for investigation air gel bubbles before centrifugation. Poor barrier separation was not observed. A total of 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of september 2025. Therefore factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint has been confirmed for the indicated failure mode gel airbubbles-before use. This complaint has not been confirmed for the indicated failure mode poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were bubbles in the separation gel of 80 devices. Additionally, after use, there was poor gel barrier separation in 80 devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were bubbles in the separation gel of 80 devices. Additionally, after use, there was poor gel barrier separation in 80 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.